Event description:
The heartstart mrx was returned to the philips bench for evaluation and the bench technician noted that the battery pca pins were bent. There is no indication of patient involvement.